Event description:
It was reported that the patient complained about feeling 'severe pain' and that the device was 'firing' and 'taking over when the patient is at rest.' Follow up was attempted for additional information, but was unsuccessful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.